Event description:
The following was reported to hamilton medical ag: summary: options disappeared / options not found.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the ventilator didn`t work as intended due to an defective eprom located on the vu mainboard. (Defective vu mainboard). Correction: replaced vu mainboard. Note d4 section (UDI) was corrected.

Event description:
The following was reported to hamilton medical ag: summary: options disappeared / options not found.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.